Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the coupling tool side was defective. It was further determined that the nose was damaged, bearings were worn out, set screw and saw blade holders were defective and the device did not hold the blade device. Therefore, the reported condition was confirmed. The assignable device root cause was determined to be due to improper handling, which is user error, misuse and /or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the coupling tool side was defective on the sagittal saw attachment device. It was further determined that the nose was damaged, bearings were worn out, and set screw and saw blade holders were defective. It was noted in the service order that the device did not hold the blade device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.